Event description:
On 6/2/98, the MFR rec'd medwatch report (#220008-1998-0001) from the facility that states the following: the pt was in a motor vehicle accident. She arrived at the emergency room (04/14/98) with a right chest implanted venous access device that had separated from the catheter and coiled in the pt's right ventricle. The pt was transferred to another facility for removal. The pt recovered without adverse outcome. The report also states that the device is not available to be returned to the MFR for analysis. No further details were provided at this time.